Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the incomplete closure could not be determined. It is possible that the event occurred due to the application of excessive force during use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device did not work properly during a clinical procedure. The tip of the device did not fully close resulting in a slight gap. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing confirmed the jaws would not fully close resulting in a slight gap when the handle was fully locked in place. There was play in the handle grip and locking ratchet mechanism. To close the jaws, the handle must be squeezed all the way and slid past overlapping of the interlocking teeth. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.